Event description:
Information received by medtronic indicated that the insulin pump got submerged in water and was not working. The insulin pump case was cracked and buttons were not responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unresponsive keypad, exposure to moisture and cosmetic damage located a crack on the pump found on 22-jan-2022. The pump passed the displacement test, active current test, sleep current test, however, failed the self test. All buttons function properly. Pump was cut open to perform visual inspection and found moisture damage on electronic stack , motor and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing or found in pump history, however pump error 75 was triggered during self test. Pump error 75 on 06/02/2022 at 13:06:14.000 (file number = 37, line number = 375) during testing. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, broken belt clip rails, dried insulin - motor slide and corroded home switch. Exposure to moisture and cosmetic damage was confirmed, cracked case-corner of belt clip rails. Moisture damage on electronic stack and motor was confirmed, however, unresponsive keypad was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.